Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device was removed percutaneously. Approximately three years six months, the patient experienced pulmonary embolism post filter implant and the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Photos and medical records were provided and reviewed. Approximately two years post filter deployment, CT revealed multi sub segmental pulmonary emboli involving the lingula left lobe and right lower lobe associated acute hemorrhage and early infarct of the lingual as well as trace edema and also reactive appearing hilar and mediastinal nodes with mosaic attenuation of chronic pulmonary emboli was noted. Approximately two years later, the filter was successfully retrieved. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the provided photos, it is observed that the filter was retrieved and was intact. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device was removed percutaneously. Approximately three years six months, the patient experienced pulmonary embolism post filter implant and the current status of the patient is unknown.